Manufacturer narrative:
(B)(4).

Event description:
Procedure: bilateral tapp. According to the reporter: the customer reports that the mesh was implanted on (B)(6) 2012 and removed on (B)(6) 2013 due to an infection and appendicitis.